Manufacturer narrative:
Received 1 used foley catheter with the original unit packaging only. Per visual inspection, the sample was evaluated and observed that the catheter tip above the balloon appeared to be cut off. The cut off piece was not returned with the sample. Further inspection noted that the balloon was returned half inflated. The balloon was deflated and 2.2ml liquid was obtained. During functional testing, a syringe was used to insert water through the drainage lumen and no blockage inside drainage lumen was observed. The water flow rate testing was unable to be performed on the used sample due to poor sample condition(drainage eye had been cut). Due to the poor condition of the returned sample, a complete evaluation could not be performed. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "single patient use only. Do not reuse. Do not resterilize. For urological use only. Visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter was blocked; and as a result, the catheter would not drain. The customer allegedly irrigated the catheter to remove the blockage; however, the catheter fell out of the patient.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter was blocked; and as a result, the catheter would not drain. The customer allegedly irrigated the catheter to remove the blockage; however, the catheter fell out of the patient.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the catheter was blocked; and as a result, the catheter would not drain. The customer allegedly irrigated the catheter to remove the blockage; however, the catheter fell out of the patient.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter was blocked; and as a result, the catheter would not drain. The customer allegedly irrigated the catheter to remove the blockage; however, the catheter fell out of the patient.